Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements which were attributed calcium build up. Additional information was received that this rv lead had been explanted and replaced. At this time, no additional adverse patient effects have been reported, and this rv lead has not returned for analysis.